Event description:
Device report from synthes reports an event in (B)(6) as follows: on an unknown date after (B)(6) 2021, the patient underwent for a surgery. During the surgery, a broken part of the screwdriver was inside the patient. It was removed without any additional intervention. The surgery was completed successfully with 10-minutes delay. Patient status is stable. This complaint involves two (2) devices. This report is for (1) unk - screwdrivers. This is report 1 of 1 or complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.